Manufacturer narrative:
Section d references other relevant components include: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received from manufacturer representative (rep) on 2017-apr-25 reported there was a therapy issue of minimal pain relief compared to trial. It was noted that the catheter was found to have minimal flow. The date of the dye study was unknown. The patient's weight was unknown. It was noted that the catheter was replaced on (B)(6) 2017. It was noted that the catheter was found to be clogged at time of the revision. It was noted that the cause of the catheter obstruction was not identified. It was noted that the patient was now receiving drug since revision and healthcare professional (hcp) has been titrating the patient's pump for adequate pain relief while minimizing nausea. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving prialt 2.5mcg/ml at 1.25mcg/day via an implanted pump. Indication for use was noted as malignant pain. During a catheter dye study a week or so ago from the date of report ((B)(6) 2017), the hcp could not pull back fluid from the catheter access port. The patient reported not getting relief of pain from the infusion system since implant ((B)(6) 2016). A catheter revision occurred on (B)(6) 2017. The manufacturer representative was programming the catheter information and technical services assisted with programming. The caller confirmed a priming bolus programming and then returned to the case. It was noted that the patient was experiencing nausea from all the other narcotic drugs they tried so the hcp filled the pump with saline and decided to trial prialt. The patient has tolerated prialt very well. The patient seemed to reject all the previous narcotics they tried. The patient had tried fentanyl, dilaudid and morphine in the past. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.